Manufacturer narrative:
(B)(4). No complaint was received with the returned of the device. Failure event observed during analysis. A partial lead was received for analysis. External insulation abrasion consistent with friction to the ICD can was noted at 15.5-16.1 cm. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.